Event description:
The customer reported to olympus, that the video processor had no image. The issue was found during a diagnostic procedure. There were no reports of patient harm or delay in the procedure.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The device evaluation found there was no image due to a faulty printed circuit board. Additionally, there was corrosion caused by liquid on printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6 and h10. Corrected fields: g2 remove healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A based on the results of the investigation, it is likely the following led to the malfunction: corrosion caused by fluid was found on both boards. The probable cause of faulty printed circuit board is due to fluid invasion inside the device. The event can be detected/prevented by following the instructions for use which state: keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a routine gastroscopy.